Manufacturer narrative:
(B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a flexible ureterorenolitotripsia procedure in the ureter for kidney stone removal, performed on (B)(6) 2020. According to the complainant, a planned procedure to remove the stent was performed on (B)(6) 2020. During the procedure, the physician noticed that the percuflex plus ureteral stent was broken in the ureter. A rigid ureteroscope was used to retrieve the broken ureteral stent. The broken stent was removed by removal forceps in its entirely without any reported fragments left inside the patient. When removing the first percuflex plus ureteral stent, the second percuflex plus ureteral stent came out completely. After the removal and outside the patient the physician tested the second percuflex plus ureteral stent. The physician pulled the stent and it broke very easily. There were no patient complications reported as a result of this event. The device was not returned for analysis. There were no patient complications reported as a result of this event.